Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was also performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that liquid was leaking into the drain bag after closing an outlet port clamp. The leakage was observed during patient therapy. There was patient involvement but no patient injury or medical intervention associated with this event. No additional information was available.